Manufacturer narrative:
D9. Device available for evaluation: yes. D9. Date returned to mfg: 15-feb-2024. H3 and h6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The device was received in with no back panel causing physical damage to device and the pcb being exposed to the elements, possibly exposed to electrostatic discharges. The air fitting had been forcibly moved from shipping causing damage to the enclosure from the screw used to secure it. One of the wires for the air compressor was pulled free from the connector. There was calcification/mineral buildup in the return tube, reservoir, both heaters, pump assembly and the top socket. The filter holder microswitch was damaged. The return tube was cracked causing fluid ingression on the pcb which damaged some components. Visual inspection confirmed the customer's complaint. The root cause was the damaged filter holder microswitch, which had been bent in to where the filter no longer fully engaged it. No repairs were performed. The device has been deemed beyond economical repair due to the unorthodox shipping method and the calcification/mineral buildup in the components for the water recirculation circuit. The customer was contacted and agreed for ICU to scrap the device. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.d4 - UDI number is unknown.

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump would not run and there was a problem with interlock switches. One of the alarm switches was not working. Patient involvement unknown.